Manufacturer narrative:
Investigation summary/conclusion: based on the available information, the root cause of the reported event cannot be established. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned. Therefore, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. The 'intended use' and 'required expertise and knowledge' sections clearly state that only trained health care professionals with thorough understanding of electrotherapy of the heart are to utilize this product. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of unauthorized access to computer system was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A security risk review was completed and confirmed that the event of unauthorized access to computer system is defined in the risk documentation. This event type has been accounted for during product security risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this programmer was reported to be lost following a hurricane in florida in 2024. The hospital was condemned, and nothing could be recovered from the location. Then recently in august 2025, three transmissions were received via consult from this programmer related to a patient who was followed in pennsylvania. The patient was contacted by a company representative, and it was confirmed that the device was purchased on ebay. The patient was cooperative and was waiting for next steps. There was no reported impact to the patient's cardiac resynchronization therapy defibrillator (crt-d) therapy. Additional information received indicated that the patient elected not to return the programmer in exchange for reimbursement.

Event description:
It was reported that this programmer was reported to be lost following a hurricane in (B)(6) in 2024. The hospital was condemned, and nothing could be recovered from the location. Then recently in (B)(6) 2025, three transmissions were received via consult from this programmer related to a patient who was followed in (B)(6). The patient was contacted by a company representative, and it was confirmed that the device was purchased on ebay. The patient was cooperative and was waiting for next steps. There was no reported impact to the patient's cardiac resynchronization therapy defibrillator (crt-d) therapy.